Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "display on pump head not working" was confirmed but not reproduced during product evaluation. The root cause was assigned to a defective pump head module display. The pump head module display was replaced in order to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the display on the pumphead module was not working. This condition has the potential to cause an interruption of delivery. It is unknown if there was patient involvement. The event occurred in the general patient ward. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.